Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the reported battery depletion was confirmed. Analysis determined the high current drain was the result of high leakage current internal to an integrated circuit responsible for pacing. The ic was damaged during further analysis therefore the root cause could not be determined.

Event description:
Asku